Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that deflation failure occurred. A 7.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, during the procedure, the balloon could not be deflated. The sheath was replaced with 7fr, and the balloon was removed. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the shaft is separated 42.2cm from the hub. The distal section of the device is missing and did not return for analysis. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the device that could have contributed to the reported event.

Event description:
It was reported that deflation failure occurred. A 7.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, during the procedure, the balloon could not be deflated. The sheath was replaced with 7fr, and the balloon was removed. There were no patient complications nor injuries reported.